Event description:
The patient was undergoing a thrombectomy procedure using a benchmark delivery catheter. During the procedure, the physician noticed that air was leaking in the hub of the benchmark catheter and decided to remove it. The case successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the benchmark delivery catheter (bmk) was fractured approximately 2.5 cm from the hub underneath the strain relief. The bmk was also kinked approximately 1.0, 4.0, 13.0, and 14.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the physician did a direct insertion into the carotid artery, and then attempted to aspirate and saw air coming out of the kink in the proximal shaft. Evaluation of the returned device revealed that the bmk was fractured underneath the strain relief and ovalized along the shaft. This type of damage typically occurs if the device was improperly handled during use. If the device was manipulated at an angle while force was being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.